Manufacturer narrative:
The referenced device was returned to olympus repair. The service inspection confirmed the customer¿s reported problem, no image due to a defective charged coupled device (ccd) unit. Additionally, there is a kink/knot on the cabling and the coupler is loose. Also, the ccd housing is loose. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information

Event description:
Olympus was informed by the nurse manager at the user facility that the customer high definition autoclavable camera head has a no image defect ¿has no picture in it¿. The reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, g2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The initial reporter confirmed the loss of image was discovered during preparation for use for a diagnostic procedure. There was no patient harm or consequence reported as a result of the event.